Event description:
Sorin group (B)(4) received a report that the stockert centrifugal pump powered off while a patient was being transported. A back up system was utilized to resume flow to the patient. It was stated that the patient expired three days after the procedure.

Manufacturer narrative:
Date of event: the date of event was not provided. Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert centrifugal pump powered off while a patient was being transported. A back up system was utilized to resume flow to the patient. It was stated the patient expired three days after the procedure. The investigation is ongoing. A follow up report will be sent when the investigation is complete.